Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor errors. The customer¿s blood glucose was unknown. Customer stated that the able to deliver four units per bolus and to enter multiple boluses at one time. The insulin pump will not be returned for analysis.